Event description:
The customer reported that the device was activating without the surgeon pressing the activation button. There was no pt injury. A new device was opened to complete the procedure.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.